Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted.

Manufacturer narrative:
(B)(4). This complaint for use error was confirmed using investigation information. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During assistance troubleshooting, which occurred on the homechoice (hc) during use during dwell 1 of 5, the patient revealed that they had reused the same supplies, instead of starting over with brand new supplies. The baxter technical service representative (tsr) advised them to end therapy for the night and to speak to their registered nurse in the morning. During a follow-up with the home patient (hp) regarding the reported problem, they stated they stated everything is going fine, and they are continuing therapy as normal. The peritoneal dialysis registered nurse was also contacted regarding the reported problem, and they stated that the patient never mentioned anything about the use error. They stated as far as their most recent examination went, the patient seems to be fine. Therapy is being continued without further problems. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.